Manufacturer narrative:
(B)(4). (B)(4) standard practice includes sending a medwatch form to the reporter for completion and return. Firm initiated recall on 08/19/04.

Event description:
Pt was admitted to the hospital on (B)(6)and was being fed using a pump. The 240 ml of an enteral feeding solution were hung and the pump was set to deliver 58 ml/hr. The 240 ml were delivered in 3 hours. There was no illness, injury or medical intervention associated with the event. On pt involved.